Event description:
A customer reported a suspected positive bi from a completed sterrad sterilizer cycle. The load contents are unknown at this time. There was no defect detected in the chemical indicator or the sterrad sterilizer, therefore, the customer released the load. There are no reports of injury or harm from the event. It is unknown if any patient was given any additional antibiotic or treatment/test due to the event. It is reported that a cyclesure 24 biological indicator (bi) was incubated for 24 hours beginning the afternoon on (B)(6) 2012. There was no issue observed during the first six hours. The next morning the customer found a dried vial and alleged that the vial turned yellowish. There was no indication that the media was spilled in the incubator. The results of the previous and subsequent bi is unknown. Asp will continue to follow up for additional information. If additional information is received, a supplemental medwatch report will be submitted.

Event description:
This event is being reported because the facility did not successfully recall the load and an instrument(s) may have been used on a patient(s).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' and 'media evaporation' was reviewed for a timeframe of (B)(4). There was no significant trend observed. Trending analysis by lot number was performed. The lot history from (B)(4) found there were two complaints of 'suspected positive bi' and one report of 'media evaporation'. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The (B)(4) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. (B)(4) retain bis were tested. The retains product met specification with no reduced media or positive bi results. The suspected positive bi was returned for investigation. There were no anomalies observed that would contribute to positive bi. The media color is yellow, confirming the positive bi result. However, the ci disc is golden in color, indicative of peroxide exposure. There are a single (B)(4) liner and single spore disc present. There are no punctures on the outer vial or (B)(4) liner that would be consistent with false positive from external contamination. Insufficient information is available to determine the cause of the alleged suspected positive bi and media evaporation.

Manufacturer narrative:
(B)(4).